Manufacturer narrative:
This file has been reviewed and was determined no longer reportable.

Event description:
It was reported that the device has a broken controller knob due to fall. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 09/22/2015 to the present date (B)(6) 2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has a broken controller knob due to fall. No additional information was provided. There was no patient involvement.